Event description:
It was reported that the system 9800 displayed "a/d channel 3 failure" and was not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the filament driver circuit board and the power cap module were defective and were replaced. The system was tested and found to be working as intended and placed back into service.